Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned. Evaluation of attached photos was provided by company representative: evaluation of attached photo could potentially confirm the surgeon's report as stated: "these were whitish opaque clusters that were significantly larger than glistenings and they were within the lens material" the product investigation could not identify a root cause for the reported complaint. The clinical impact of the described photo observations cannot be determined from a picture assessment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient developed a cluster of small white opacities within the lens material. They are not glistenings and fortunately they are not in the visual axis. The patient has no symptoms and is happy with her vision. Additional information has been requested.